Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the balloon dilatation catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery and posterior descending artery. A 3.5x15mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation. An unknown stent was implanted and the bdc was advanced and used for post-dilatation; however, it failed to deflate. The balloon was removed partially deflated and difficulty removing the device was felt. The procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.